Event description:
Pt discoverted 5 small burns on right knee after electrical stimulation treatment in the outpatient physical therapy dept. The burns were discovered at home by the pt less than 2 hours after treatment. Pt was seen at the ER the following day and referred to the ward healing center at this facility.